Event description:
It was reported that the pt experienced recurring infections and repeated need for hospitalization. The pt stated that she developed cellulitis in the abdominal wall. There was bleeding and purulent drainage noted from the incision site. The physician stated that there was "pus all over." The pt's oncologist thought that the pump may have leaked but there was not any testing done on the pump. The oncologist wanted the pt to have her pump explanted due to the infections. The pt consulted a physician on (B) (6) 2010 with regards to the active infection and the possibility of pump explant. The pt stated that they have had normal saline in the pump for "some time."

Manufacturer narrative:
(B) (4).